Event description:
It was reported that during the implant procedure, when attempting to place the right ventricular lead, the physician was unable to get any signal, only noise on analyzer. Changed pacing cables and pigtail to programmer with same results. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.